Manufacturer narrative:
(B)(4). Customer stated device was stolen from their premises before they were able to return the device to the manufacturer and they are unable to return the device for investigation. Customer originally called to report device was not passing self-test.

Event description:
It has been reported that the AED did not pass self diagnostic check.